Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A biomed engineer in canada reported that the manometer needle of a rd900aeu neopuff infant resuscitator gets stuck. It was also reported that the readings are not consistent when checked for valve system. There was no reported patient involvement.

Event description:
A biomed engineer in canada has reported that the needle in the manometer of an rd900aeu neopuff infant resuscitator is getting stuck and does not return to zero. It was further reported that the device was tested and it was observed that the manometer readings were not consistent. The biomed engineer further reported that the issue was resolved upon following troubleshooting instructions. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the biomed engineer and our knowledge of the product. Results: the biomed engineer reported that the needle in the manometer of the subject device is getting stuck and does not return to zero. It was further reported that the device was tested, and it was observed that the manometer readings were not consistent. Conclusion: without the subject device returned for evaluation, we are unable to determine the exact cause of the reported event. However, it was reported by the biomed engineer that the issue was resolved upon following troubleshooting instructions. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.